Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture/generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5089493) that a female patient who had unknown mentor gel implants placed experienced several unexplained systemic symptoms post procedure. She was stated to be gravely sick with twenty symptoms during two different time periods between 2014 and 2016. In two 2016 she was stated to have been diagnosed with breast implant illness. Breathing problems, brain fog, increased blood pressure, sweating dizziness, and fainting were all noted. She was hospitalized for five days in 2014 and had multiple visits to the emergency room through 2015. In 2016 she was taken to the hospital multiple times in which a ruptured implant was discovered, and an explant was performed on (B)(6) 2019. The side of the ruptured implant was not specified. Additional issues noted were sarcoidosis, metals leaking into the body, unspecified lymph node issues, gastrointestinal problems, and fibromyalgia symptoms. The patients had scar tissue removed to test for cancer and the results are unknown. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2019-22858 for contralateral prosthesis report.